Event description:
Boston scientific received information that on right atrial lead revision, the lead tip had detached from the main body of the lead in the subclavian under the medial end of the clavicle upon lead extraction. Additional information from the field representative further claimed the right atrial (ra) lead was totally extracted except for the detached tip region which was retained in or near the subclavian vein in a medial position. The right atrial (ra) lead was no longer in service, and the explanted portion will be sent back for analysis. No adverse patient effects noted.

Event description:
Additional information received noted that this lead revision took place due to an increase in pacing thresholds.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead insulation was torn around the circumference 533mm form the terminal pin and the cathode conductor coil was extremely stretched and it has unraveled from the tip segment. The tip segment was not returned. Analysis noted that the lead tip became stuck in the clavicle region upon explant (according to the allegation) and the force required to extricate the lead from the area was greater than the strength of the lead insulation in this area. Laboratory analysis concluded that the right atrial lead damage was a failure of the lead as the tines of the tip caught on something during extraction and the tip detached, unraveling the electrode as the main body came out of the body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds. Boston scientific has completed detailed testing to identify the most significant design aspects related to the strength of the fineline ii distal tip bond. Results from this testing were used to redesign and improve the bond strength, and a corrective action has been approved and implemented.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).